Manufacturer narrative:
The reported event of terminal end electrode stuck in ipg was confirmed. As received, visual inspection showed the returned lead terminal end found a loose one of distal electrode (channel 1).

Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient's lead got stuck in the ipg header during an unrelated procedure on (B)(6) 2024 (manufacturer report number: 3006705815-2024-04100). As a result, the entire lead was explanted during the procedure.